Manufacturer narrative:
The registry data was reviewed but no further clinical details have been shared regarding the presumed hemolysis. Should more details be shared by the medical center, a final report with root cause shall be made.

Event description:
In (B)(6) 2021 the medical team in (B)(6) placed an impella cp for support of a patient suffering from an acute myocardial infarction. The impella supported the patient successfully for 120 hours when it was explanted. Months later the jpvad registry documentation of the patient was reviewed and hemolysis was alleged. The hemolysis was diagnosed by the sign of urine color change. The medical team treated this presume hemolysis with fluid delivery and dialysis.